Event description:
Dose of vancomycin was scanned and placed on medfusion pump, programmed through library. During administration, liquid noted to be dripping from pump and small amount of liquid noted on floor below pump. Infusion paused, connections checked, which were all secure. Syringe found to be leaking. We have had this problem with a particular batch of the 3ml syringes.